Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing suspected false positive results on patient samples while running the check-point (cpo) assay. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check and retrieved the customer instrument database for further analysis. Investigation revealed no functional issue with the instrument and instrument preventative maintenance (pm) was performed by the bd fse. Instrument performance was confirmed to be within bd specifications following instrument pm. This complaint is unconfirmed as the problem was unable to be reproduced. The root cause cannot be determined with the information provided. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no report of patient impact.